Event description:
It was reported by our customer to the sales rep. That the nail broke two months after being implanted.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.